Manufacturer narrative:
Vyaire complaint #: (B)(4). Additional information: d10, g4, g7, h2, h3, h6, h10. Results of investigation: the vyaire failure analysis lab (fa lab) received the suspect component and performed a failure investigation. The unit returned by the customer was tested however the fa lab was not able to confirm or duplicate the problem reported by the customer. The root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was report to vyaire that the avea ventilator had been in use for 6 hours or so when it stopped delivering flow to the patient. The ventilator started alarming "low ve". The customer advised the patient was moved to another ventilator and there was no patient harm associated with this event.